Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the sagittal saw attachment device did not function, the moving parts did not move smoothly, the etching was illegible, had component damage, cosmetic damage and would not move. It was further determined that the device failed pretest for oscillation frequency with frequency meter, general function in running mode, mechanical free movement, pins length of handpiece coupling, marking and labeling and general condition. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4). Reporter number extension (B)(6).